Event description:
While a pt was being treated on the subject device, the entire bed elevated slightly and then moved all the way down without being activated by the user. After that the nurse could not raise or lower the bed. The pt was connected to an oscillator ventilator which became disconnected from the pt. There was no pt injury.